Event description:
It was reported that the cot was being wheeled sideways when the wheel caught on something and that that there was a cot tip resulting in the patient hitting their head. The patient was reported to have experienced abrasions and head trauma as a result. It was reported by the customer that the tip was due to the terrain only and did not allege any failure on the part of the cot.

Manufacturer narrative:
The investigation has been completed. Sections b1 and b5, as well as the section h codes, have been updated to reflect the findings of the completed investigation.

Event description:
It was reported that the cot was being wheeled sideways when the wheel caught on something and that there was a cot tip resulting in the patient hitting their head. The patient was reported to have experienced abrasions and head trauma as a result.